Event description:
It was reported that, upon impaction the threads and a piece of plastic broke off the liner impactor.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.